Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer was transferred from a prison to an emergency room, due to hyperglycemia of 20 mmol/l. The customer received a motor error on the insulin pump and as disconnected from it. The device had not been exposed to magnetic resonance imaging, but patient had been going through a security scanner regularly. The insulin pump could not be rewound. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.